Event description:
The customer contacted siemens and stated that all carbon dioxide patient results were resulting as 40 mmol/l on their atellica ch 930 instrument. These results were not reported to the physician(s). The customer did not repeat the samples or provide a corrected report. Customer confirmed that no specific sample ids could be provided. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer reported discordant carbon dioxide patient samples obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer reached out to the water supply company to service the temporary/bypassed water system. The temporary water tank setup went into an error mode causing water issues in the lab. The cse replaced the low pressure water pump filter and incoming water filter. The water tank was flushed and a water bath additive procedure was run. The co2 assay was calibrated and resulted within acceptable ranges. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.